Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge and needs to charge more often. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed.

Manufacturer narrative:
Block d2b: pro code qrb.